Manufacturer narrative:
Other relevant components include: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 750 mcg/ml; 385mcg/day via an implantable pump. Indication for use was intractable spasticity. Other medications the patient was taking at time of the event was not available. The date of the event was (B)(6) 2017. It was reported the patient was not receiving same therapy as the trial and was wondering why. A catheter study was done on (B)(6) 2017. The catheter did not aspirate so the doctor pushed a 160 mcg bolus in and then contrast dye. The catheter showed the dye and the tip was mid thoracic. The catheter study was normal. The patient was then primed for ¿father¿ volume 0.214 ml over 8 hours. The pump will be increased by 10 percent on (B)(6) 2017. It was unknown if the issue was resolved. Surgical intervention did not occur and was not planned. Th ere were no environmental/external/patient factors that may have led or contributed to the issue. Patient status at time of this report was alive - no injury. Patient weight and medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The cause of the difficulty aspirating the catheter was not determined. Regarding the patient not receiving the same therapy as the trial it was noted that the dose will be increased. The provided information has been confirmed with the physician.